Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for routine follow up, upon interrogation automatic mode switch with atrial undersensing. The patient had already left the clinic, no reprogramming was done. No additional information was available.